Event description:
Customer reportedly received results of 261 mg/dl and 341 mg/dl on the mobile system, and result of 63 mg/dl on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer did not provide product information for the compact plus system. No information was provided on the specific part number involved in this event.